Manufacturer narrative:
All available patient information was included. No additional information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed sodium (na) results were generated on the alinity c processing module. The customer stated that on (B)(6) 2021, account number (B)(4) generated an initial result of 108 mmol/l with a repeat result of 140 mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
During investigation, service inspected the analyzer and performed several troubleshooting procedures including cleaning of the cup, ict-ref (c-35016447-01) on the alinity c processing module, serial number (B)(6) . Cleaning the cup, ict-ref (c-35016447-01) resolved the issue. There have been no further occurrences of discrepant results as described in this complaint after cleaning the part. A review of the service history for the alnty c processing modu serial number(B)(6) revealed no additional erratic or discrepant patient results were reported. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the cup, ict-ref (c-35016447-01) was performed and no trends were identified. A review of the alinity c tracking and trending data in the alinity c/clinical chemistry product monitoring review (pmr) scorecard revealed no trends associated with the discrepant result described in this complaint were identified. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and contains adequate information regarding the customer issue which includes: operational precautions and limitations, troubleshooting of the fluidics subsystem, troubleshooting of depressed and erratic sample results, as well as instructions for the removal and replacement of the cup, ict-ref (c-35016447-01). Based on the investigation, no systemic issue or deficiency was identified for the cup, ict- ref or the alinity c processing module.